Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Patient age is approximate, patient is in their 90s. (B)(4).

Event description:
The family of the patient declined bypass surgery and elected percutaneous coronary intervention. The target lesion was located in the distal right coronary artery (rca) and was entirely calcified. The vessel was severely tortuous, with up to 90-degree bends. The oad was operated for two treatments, and began a third treatment when the physician decided to remove the device. Imaging was performed, and it was noted that a vessel perforation had occurred proximal to the target lesion. A balloon was advanced to the perforated vessel but was unable to tamponade. The patient was sent for emergency bypass surgery, which was successful and resolved the perforation. The patient was admitted to the intensive care unit after the procedure, and showed improvement over the next two days. Two days after the procedure for unknown reasons the family of the patient decided to remove all care, and the patient was sent to hospice, where they passed away one day later.